Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of extreme thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the pump was delivering accurately. The reporter stated that the patient was not changing supplies as recommended. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.